Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump had a blank screen while she was sleeping. Blood glucose reading was 219 mg/dl. The customer changed the battery and the display did not return. The display did return when she reinserted the battery. Troubleshooting was performed and cracks were found in the reservoir compartment and the battery compartment. Customer did not recall what caused the damage. Advised that the insulin pump will be replaced. Nothing further reported.